Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for unspecified microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer confirmed the device was last used in a procedure on (B)(6) 2023, and was last reprocessed on (B)(6) 2023. The device was reprocessed twice before sampling and stored in a cantel storage cabinet. The last sampling was taken after storage on (B)(6), 2023. After the positive culture was observed, the device was quarantined and not used for the procedure. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer provided the following results from the culture tests, performed at a third-party lab. On (B)(6) 2023 all channels were sampled and tested positive for 21 colony forming units (cfu) of escherichia coli. Later on (B)(6) 2023 all channels were sampled and tested positive for 1 cfu stenotorophomonas maltopholia. It was further noted that the sample was taken after storage. The last time the device was used in a procedure was (B)(6) 2023 and the last time the device was reprocessed was (B)(6) 2023. The device was reprocessed twice before sampling. After a positive culture was confirmed, the device was quarantined.

Manufacturer narrative:
This report is being supplemented to provide additional information based the results of third-party testing from the customer and olympus, additional information received from the customer, the device evaluation, and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec. 08, 2023. Sampling from: all channels. Colony forming unit (cfu): <1 cfu. Bacterial identification: none detected. The returned device was evaluated and the following defects were noted during the evaluation: leak from the scope connector cover and the up/down/right/left knob, chipped charged coupled device cover lens, pinhole in the lens glue, scratched in the scope cover, wrinkle in the connecting tube, damaged mouthpiece, broken scope connector cover, loose up/down/right/left plate, and a dent in the ceiling plate. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.